Event description:
It was reported that during a urological procedure, one of the blades fell off the device and into the pt. The site could not find the piece and did not do an x-ray. It is presumed that the piece is in the pt. The case was completed with another device. Pt is stable.

Manufacturer narrative:
Date sent 08/21/2007.